Event description:
A morbid obese patient underwent a hydroblation and endometrial ablation with d & c, dilation and curettage. The ablating cycle continued for eight minutes at which time the patient while under general anesthesia and coughed causing the uterine cervix to move and slight loosening of the probe in the vagina. A small amount of fluid was released into the upper apices of the vagina. After probe removed, the doctor's inspection of the vagina: small thermal injury, burn appears superficial. Sulfadyn cream was applied. The equipment had been brought in for case and is not owned by facility.